Event description:
The screen on the v60 bipap went black. The device was immediately removed from service and replaced with a different v60 bipap. There was no negative outcome to the patient. FDA safety report ID# (B)(4).